Event description:
During the treatment of an aneurysm, the coil stretched and prematurely detached. The coil was retrieved using an endovascular snare successfully. No harm was reported. Patient information - patient identifier, age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant was engaged within a snare. The most distal portion of the coil appeared normal. The remainder of the coil was stretched into wire. The distal and proximal ends of the coil are not intact. The delivery pusher and device introducer were not returned for evaluation. The returned microcatheter was kinked distal to the strain relief. The root cause of this complaint cannot be determined as the entire device was not included for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed within this build.